Event description:
The trigger was difficult to push and the actuator didn't pick up t2. Picked up device after case, trigger and actuator were moving fine. It was confirmed that in this case, dr. Cut the suture free and left t1 in place.

Manufacturer narrative:
(B) (4), the device has not been received for evaluation.(B) (4)